Event description:
Information received by medtronic indicated that the insulin pump had a software error detected. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. It is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for alleged pump error 54 found on (B)(6) 2021. The pump passed the displacement test and self test. No pump error alarms noted during testing. Successfully utilized thus to download history/trace files. Pump error 54 confirmed on (B)(6) 2021 at start time 16:17:11.000, linenumber = 1421 filenumber = 32122. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on lcd display flex connector. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and peeling serial number label. Pump error 54 confirmed due to software error. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.